Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Blood was observed on the sleevehead of the lead and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst indicated that the lead received with the helix was fully retracted and with the outer insulation buckled. However, the helix was able to be extended /retracted and there was no tissue on the helix, just blood on the sleevehead.

Event description:
It was reported that the helix of the attempted pacing lead would not extend properly during implant. Tissue was visible on the helix. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.